Event description:
Both valves were explanted due to endocarditis - both were replaced with allografts from cryolife/lifenet.

Manufacturer narrative:
Description of event: on 13 november, 1997, dr implanted a 27 mm mitral st jude med mechanical heart valve (model 27mt-103, during a double valve replacement procedure. On 06 may, 1998, another dr, explanted this valve due to endocarditis. The aortic valve (model 21ahp-105, which was implanted during the same procedure as this mitral valve, was also explanted at this time, both valves were replaced with allografts from cryolife/lifenet. Results of investigation: the explanted valve was rec'd in the st jude med heart valve div fer analysis lab in a st jude med product return kit, submerged in a liquid solution. (The explanted aortic valve was also returned with this mitral valve). The sewing cuff on the mitral valve was off-white in color, and contained a large amount of whitish tissue. A large amount of whitish tissue was also returned floating freely in the liquid solution. Both leaflets exhibited normal mobility, and the carbon surfaces of the valve appeared to have been cleaned prior to this valve's return to st jude med heart valve div for analysis. The valve was chemically sterilized and forwarded to an independent pathologist at the st paul heart & lung ctr, for gross morphological examination. Pathologist stated that at that time of his examination, no material was observed in the recessed pivot areas, on the leaflets, or the orifice. The large masses of smooth, glistening, whitish tissue returned floating freely in the liquid solution were determined to be endothelium or endocardium. Microscopically, this tissue was observed to be mature fibrous tissue overlying a prominent thick elastic layer compatible with aortic wall tissue. The opposite surface of these masses was identifed as dense mature collagen, or fibrosis of vascular adventitia. Two foci of calcification were detected, as well as a moderately prominent atherosclerotic plaque with an intact fibrous cap. No thrombi or vegetations were identified. The whitish tissue attached to the sewing cuff was determined to be normal healing and healed reactions. Scattered, small foci of lymphocytes were present on the outermost aspect, as expected as part of the healed phenomenon. Smaller units of fibrous tissue of an elastic artery were also present without other specific features. Active inflammation and infection were not present in any of these tissue masses. Gram strain for microorganisms was negative. The valve was then cleaned, and the sewing cuff was removed. The valve was then visually examined at 10x magnification for any anomalies on the surfaces of the leaflets and orifice. The leaflets and the orifice were found to be unremarkable. The valve was then forwarded for performance testing. The results of the pulse duplicator testing indicated the valve had no abnormal operation. Flow and pressure traces indicated the valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and the valve met all of st jude med's specifications. The valve was then disassembled for dimensional inspection. The leaflet and orifice dimensions were inspected and verified to be within st. Jude medical's specifications. Sterilization verification was completed by the st. Jude medical heart valve division microbiology dept. A review of the sterilization parameters and sterilizer validations from the period that encompasses the sterilization date of this valve was completed. This valve was sterilized in accordance with st. Jude medical specifications. The valve's device history record was examined to ensure that each mfg and inspection operaion was followed by the appropriate signature and date, indicating that the process was performed in accordance with st. Jude medical's specifications. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Conclusion: info reviewed from the valve's device history record and the additional testing performed through the fer analysis lab indicated the valve complied with st. Jude medical specifications at the time of MFR. Results of this investigation are inconclusive due to the fact st. Jude medical heart valve division has not rec'd additional info, which may have aided in the eval of this event. There were no signs of endocarditis associated with this valve when it was returned for analysis, as supported by the fact that there were no vegetations and/or microorganisms observed during pathologist's examination. The cause of the reported endocarditis remains unknown; however, it was not due to an intrinsic valve defect, as supported by the sterilization verificaion. The whitish tissue observed on the sewing cuff and detached from the valve were identified as normal healing and healed reactions, and part of the aortic media which was excised during the explant procedure. As previously mentioned, this tissue did not interfere with leaflet mobility, as supported by the fact that the valve functioned in accordance with all st. Jude medical specifications. Valve was then disassembled for dimensional inspection. Leaflet and orifice dimensions were inspected and verified to be within st. Jude medical's specifications. Sterilization verification was completed by st. Jude medical heart valve div microbiology dept. A review of sterilization parameters and sterilizer validations from the period that encompasses sterilization date of this valve was completed. This valve was sterilized in accordance with st. Jude medical specifications. Valve's device history record was examined to ensure that each mfg and inspection operation was followed by appropriate signature and date, indicating that process was performed in accordance with st. Jude medical's specifications. Each operation for the mfg and inspection of this valve and its packaging was followed by appropriate signature and date. Conclusion: info reviewed from valve's device history record and additional testing performed through the fer analysis